Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition system error 320 was not verified. Review of the event history log revealed no system error 320 alarms, however system error 322 alarms were identified. The device was found out of specification in relation to the system error 322 alarms which were reproduced during evaluation. The cause was determined to be a failed lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 320 (latch switch error). There was no patient involvement. No additional information is available.